Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient's urine turned dark red and labs were hemolyzed. An echocardiogram was completed and the impella cp was measured deeply at 4.7 centimeters. A nurse practitioner repositioned the impella cp for a final measurement of 3.5 centimeters. The patient's urine was clear after repositioning. The left lower extremity was noted as cold and mottled. The clinical team was aware. Care was withdrawn and the patient expired.

Manufacturer narrative:
Product status: the impella device was not received from the customer; there is uncertainty what happened with the device after the patient's demise. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the reported positioning issues, hemolysis, hematuria, and ischemia has been completed. The impella device was not returned for evaluation. Data log review showed a small motor current spike on (B)(6) 2025 but no resulting changes in pump flow or motor current. The root cause of the positioning issues, hemolysis, hematuria, and ischemia could not be determined.